Event description:
Crystalized balls in product [device induced injury] elevated intraocular pressure [intraocular pressure increased] case description: serious, device report, 200003050us: this report was received from an ophtalmologist. In 2000, a cataract extraction with lens implant was performed on a 74 year-old woman. Healon was injected prior to capsulorhexis. Clumps of crystal balls (groups of 5) were noted in the anterior chamber between 10 and 2 o'clock position. The crystal balls were described as round globules about 1 mm in size and during the bolus of healon, about 1 /12 dozen were seen. The ophthalmologist completed the implant and removed most of the healon by irrigation. One day post-op, their intraocular pressure was 18, and they were treated with the standard post-op medications (prednisolone and acular). On post-op day 14, their intraocular pressure was 42 and treatment with cosopt was started. On 9/21/2000, their intraocular pressure was 22. Their visual acuity is variable (20/40 & 20/80 with varying lines). The crystal particles have shrunk in size and 3 remain scattered in the eye. The incident was reported as potential disability with medical intervention required to reduce the intraocular pressure.